Event description:
The pt fell with increased frequency, at least once a week. The latest fall was on the pt's left shoulder. The pt had right-sided dyskinesia. The pt was seen in clinic. The left-sided device had a therapy impedance of greater than 2000 ohms. Bipolar electrode impedances were greater than 2000 ohms with low current on all pairs except the case-2 combination. The right-sided device had impedances greater than 2000 ohms on combination 0-1, 0-2, 0-3, and 1-3.